Event description:
The manufacturer representative had a programming session with the patient and stated that the patient was just experiencing positional changes. The patient was reprogrammed and was happy.

Event description:
It was reported that the patient's device turned on and off by itself. The patient used the manual and thought the device checked out 'good'. The stimulation wasn't as strong in the weeks prior to the report. The patient would feel stimulation initially, but within 15 seconds, the stimulation was very minimal. There was no accident or incident related to the issue.

Manufacturer narrative:
Lead model 3998, lot: v034825, implanted: (B)(6) 2008, explanted: na. Extension model 37082-40, serial: (B)(4), implanted: (B)(6) 2008, explanted: na. Extension model 37082-60, serial: (B)(4), implanted: (B)(6) 2008, explanted: na. Programmer 37743, serial: (B)(4).